Event description:
It was reported that during an atherectomy in the superficial femoral artery, an 0.014" abbott command guidewire being used with the pantheris catheter began to wrap around the distal portion of the catheter as the physician continually rotated the pantheris catheter in one direction. At this time, the catheter and guidewire became stuck inside a 7f sheath (non-avinger device) also being used in the procedure. The physician attempted to unwrap the guidewire by rotating the pantheris catheter in the reverse direction. This caused the guidewire to tighten and further bind to the distal tip of the pantheris catheter. Using substantial force, the guidewire was removed from the patient, damaging the pantheris catheter in the process. The catheter remained stuck inside the lumen of the sheath. The physician proceeded to make a 1 cm incision on the vessel to assist in the removal of the sheath and still maintain vessel access. Both the pantheris catheter and sheath were successfully removed, and there were no missing or detached components. Endarterectomy was performed to complete the procedure. The patient was released from the hospital without any complications.